Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown event description: "I was not given any information other than the trocar broke during surgery." Additional information received via email on 12may2020 from applied medical team member: "I was informed earlier that it is hospital policy that no defective products leave the hospital." Product is not available for return. Additional information received via email on 18may2020 from applied medical team member: at this time, no additional information or pictures of the device have been provided. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has received limited details regarding the event and related products. At this time, applied medical is unable to determine the nature of the failure and the exact root cause of the event based on the limited information provided. In the absence of the event unit, it is difficult to determine if the broken trocar was a result of a device non-conformance. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: "I was not given any information other than the trocar broke during surgery." Additional information received via email on 12may2020 from applied medical team member: "I was informed earlier that it is hospital policy that no defective products leave the hospital." Product is not available for return. Additional information received via email on 18may2020 from applied medical team member: at this time, no additional information or pictures of the device have been provided. Patient status: no patient injury reported.